Event description:
It was reported that maxzero needleless connector was damaged but still operable. The following information was provided by the initial reporter: "it was used a maxzero connector to install the infuser in patient, but then it was observed that there was a leakage of the medication through the connector. It's probably a crack."

Manufacturer narrative:
H.6. Investigation: an mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20075925. No further information was available to assist the investigation in this instance. A review of the production records for lot 20075925 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be confirmed in this instance as the sample was not available for investigation. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector was damaged but still operable. The following information was provided by the initial reporter: "it was used a maxzero connector to install the infuser in patient, but then it was observed that there was a leakage of the medication through the connector. It's probably a crack."